Manufacturer narrative:
H3, h6: the navio surgical system us, pn: npfs02000, sn: (B)(6) intended for use in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The case files were not provided, therefore the generation of the entire femur mesh could not be confirmed. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although the reported issue could not be confirmed, the most likely cause of the entire generation of the femur bone mesh is a known software bug that has been identified and investigated by the software engineering team. No containment or correction is required.

Event description:
It was reported that during a lab/demo, when the surgeon was painting the femur the whole model popped up immediately. The points were cleared and started again multiple times. After the third time, the case was exited and started a new one. The error didn¿t occur again. This caused a delay of less than 30 minutes. No other complications were reported.